Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and would not recognize close or open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed. A field service engineer (fse) inspected the reported full-height drawer and found no major issues. Noted that all pockets in row b were removed, and one pocket was missing from row c. Reseated all row board connections within the drawer and at the drawer controller header. During hardware test application (hta) diagnostics, observed intermittent failure of pocket d2 to open. Removed the faulty pocket. Conducted extensive testing afterward and confirmed no further errors within the drawer. The system functioned as intended after the field service engineer repaired the device.